Event description:
It was reported that the patient went to the clinic with an internal emergency backup battery (ebb) fault when the ebb still had 27 months until expiration. The clinic exchanged the system controller to calm the patient. There were no patient consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6)). The event log files collectively contained approximately ~8 days of relevant information ((B)(6) 2025 per timestamp). At 21:03:48 on (B)(6) 2025, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages was recorded to be outside the designed threshold. The observed alarm did not impact the controller¿s ability to support operation of the pump. The alarm remained active until the controller was exchanged and shut down on (B)(6) 2025. Visual inspection of the returned heartmate 3 system controller revealed that the battery cable clip was missing. This clip being damaged/missing allows the battery cable to move within the connector on the controller¿s main printed circuit board. Physical manipulation of this connection would have impacted the results of the backup battery load test, and therefore this damage was suspected to be the root cause of the observed backup battery fault alarm. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues. The root cause of the backup battery fault alarm was determined to be that the battery cable clip had been broken off. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also describes how to replace the system controller backup battery. The heartmate 3 patient handbook (section 5) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate iii patient handbook (section 6) addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: wire fatigue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were extracted but were in the card of the system monitor and there were no card readers available at the hospital. The hospital was going to get a new card reader. The cause of the alarm was not identified. The system controller exchange resolved the event. The products would be returned.